Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) level's of 40 mg/dl. Reportedly, the personal profile settings were not adjusted appropriately. Customer treated bg by consuming carbohydrates.